Manufacturer narrative:
Product analysis summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that noise was noted on the right ventricular (rv) lead during the implantable cardioverter defibrillator (ICD) changeout procedure. The setscrew was removed with great difficulty and the lead was reinserted into the rv port. However, the setscrew could not be used. A new wrench kit was attempted but the setscrew was still non-operational. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.